Event description:
The device was used during a gastroplasty. Reportedly, the instrument did not cut and the knife disengaged. Tissue was torn and a hematoma developed. The surgeon manually sutured to complete the procedure. The hosp has reported no pt injury occurred.